Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Evaluation summary: the device was returned for evaluation. The reported implant damage and difficult to position/guiding catheter resistance were not confirmed; however, the proximal shaft/hypotube was separated. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to position/guiding catheter resistance, implant damage or shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the instructions for use (IFU) states: prior to using the system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. In this case, the IFU deviation does not appear to have caused or contributed to the reported difficulties.

Event description:
It was reported that an attempt was made to advance the 3.5 x 28 mm delivery catheter into the 6f non-abbott guide catheter, but failed. Upon removal, the device was inspected and some damage was observed to the implant struts. Reportedly, the advancement issue was due to the noted damage; however, the device was not inspected prior to use. A new device was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed a hypotube separation. No additional information regarding the separation was available.